Manufacturer narrative:
The device was received with the cannula assembly deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin; the download data showed no signs of struggle. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and the top housing. This interference resulted in a failure of the needle mechanism to fully retract the formed needle after firing. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 500 mg/dl. The pod was worn on the patient's back for between 36 and 48 hours. As treatment, a new pod was applied.